Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was taking longer to charge. Additionally, the pump freezes while the customer interact with the pump. Customer did not provide further information and declined a follow up. There was no reported impact to customer's blood glucose.